Event description:
The information was received from a clinical study with clinical patient ID: (B)(6), via a manufacturing representative regarding a patient with stenosis with preoperative instability, recurrent disc herniation, concomitant lumbar degenerative deformity (cobb angle or equal to 30 degrees). It was reported that there is right foot numbness. Describe the additional surgical procedure: acute epidural hematoma surgery: surgeon identified compressive hematoma at l3-l4 and l4-l5 levels and was able to clear out around the l4 nerve root and ensure that it was fully free. Number of levels treated: l3/l4, l4/l5 patient details: randomization assignment: 6mg of rhbmp-2 initial surgery date: on (B)(6) 2018. Site relatedness assessment: this event was not related to any devices and surgical procedure used. Sponsor relatedness assessment: this event was possibly related with the infuse kit, mgs kit, interbody device, multiaxial screws, rods, set screws and not related to the procedure and surgical procedure used. Outcome: pending date of diagnosis as related to subjects cancer: on (B)(6) 2020, date of pathology report: on (B)(6) 2020, cancer results: on (B)(6), positive for a denocarcinoma; the left mid lateral and left medial showed gleason 4+4=8 prostate cancer and the right base medial showed gleason 3+3=6 prostate cancer. Location / type of cancer: prostate cancer records pending family history of cancer: na lab work: yes lab date: on (B)(6) 2019 lab result: elevated psa at 4.25 medications taken within 30 days of cancer diagnosis: na treatment group: group 2 - infuse 6 + mastergraft + local bone seriousness assessment: non-serious patient came for follow up visit on (B)(6) 2018. Patient came for follow up visit on (B)(6) 2018. Patient came for follow up visit on (B)(6) 2018. Patient came for follow up visit on (B)(6) 2019. Patient came for follow up visit on (B)(6) 2020. Additional information received states that ae of right foot numbness is being combined with ae for l5-s1 stenosis and will be captured as a symptom of the stenosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The following products have been used in the surgery: part#: p1603lii; lot#: m111501aaf; PMA#: p000058; UDI#: (B)(4) qty#: 2. Part#: 5540030; lot#: h5406110 ; 510k#: k113174; UDI#: (B)(4), qty#: 8. Part#: 4011022; lot#: 46ak; 510k#: k120368; UDI#: (B)(4), qty#: 1. Part#: p1603mgs; lot#: cccn16l4; 510k#: k082166; UDI#: (B)(4), qty#: 2. Part#: 1553201080; lot#: 0514330w; 510k#: k113174; UDI#: (B)(4), qty#: 1. Part#: 55410007545; lot#: 0217237w; 510k#: k113174; UDI#: (B)(4), qty#: 4. Part#: 55840007545; lot#: h5282748; 510k#: k113174; UDI#: (B)(4), qty#: 2. Part#: 55840006545; lot#: 0617572w; 510k#: k113174; UDI#: (B)(4), qty#: 2. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from a clinical study with clinical patient ID: (B)(6), via a manufacturing representative regarding a patient with stenosis with preoperative instability, recurrent disc herniation, concomitant lumbar degenerative deformity (cobb angle < or equal to 30 degrees). It was reported that there is right foot numbness. Describe the additional surgical procedure: acute epidural hematoma surgery: surgeon identified compressive hematoma at l3-l4 and l4-l5 levels and was able to clear out around the l4 nerve root and ensure that it was fully free. Number of levels treated: l3/l4, l4/l5 patient details: randomization assignment: 6mg of rhbmp-2 initial surgery date: (B)(6) 2018. Site relatedness assessment: this event was not related to any devices and surgical procedure used. Sponsor relatedness assessment: this event was possibly related with the infuse kit, mgs kit, interbody device, multiaxial screws, rods, set screws and not related to the procedure and surgical procedure used. Outcome: pending date of diagnosis as related to subjects cancer: (B)(6) 2020 date of pathology report: (B)(6) 2020 cancer results: 3/12 (B)(6) for adenocarcinoma; the left mid lateral and left medial showed gleason 4+4=8 prostate cancer and the right base medial showed gleason 3+3=6 prostate cancer. Location / type of cancer: prostate cancer records pending family history of cancer: na lab work: yes lab date: (B)(6) 2019 lab result: elevated psa at 4.25 medications taken within 30 days of cancer diagnosis: na treatment group: group 2 - infuse 6 + mastergraft + local bone seriousness assessment: non-serious patient came for follow up visit on (B)(6) 2018. Patient came for follow up visit on (B)(6) 2018. Patient came for follow up visit on (B)(6) 2018. Patient came for follow up visit on (B)(6) 2019. Patient came for follow up visit on (B)(6) 2020.